Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they pulled their basic evaluation leads out while sleeping (B)(6) 2017, so they hadn't been training anything. It was indicated that they spoke to their healthcare provider, and were told to come in on (B)(6) 2017. There were no symptoms or complications reported as a result of this event.